Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-02062. It was reported both of the patient's leads were found to have migrated via x-rays. In turn, the patient underwent surgical intervention. Upon attempting to move one of the leads, the doctor experienced difficulty due to one of the leads being tangled in the patient's tissue, as a result, the doctor decided to explant and replace both of the patient's leads. Surgical intervention addressed the issue.